Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the clear lip of the reservoir compartment was coming off. Troubleshooting was performed for damage and noticed was able to reconnect the ring and lock the reservoir in the pump. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with minor scratches on case, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.